Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads, a cracked case at the battery tube side, minor scratches on the display window, fading serial number label and a scratched case.

Event description:
It was reported that, the ring around the reservoir compartment had cracked. The blood glucose was 8.4 mmol/l at the time of the incident. The insulin pump will be returned for analysis.